Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient accidentally dropped the infusion device in the bath. Patient was taken by ambulance to the hospital. Treatment at the hospital was not provided. The patient was hospitalized for 4 to 5 hours. The serial number of the infusion device was not provided. The infusion device was requested to be returned for product evaluation.